Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was hospitalized due to bleeding in the device pocket, resulting in a hematoma. The hematoma was removed. The patient condition was good after the event.